Event description:
The patient contacted animas alleging that the tubing and cartridge have "come apart" on 2 separate occasions. The patient informed customer support that it occurred with 2 different tubings and cartridges. On one of those occasions ((B)(6) 2011), the patient reported it occurred over night and woke up to an elevated blood glucose (bg) of 303 mg/dl. The patient denied developing symptoms of nausea, vomiting and shortness of breath; however, claimed she tested positive for ketones. The patient stated she injected for high bg and bg resolved to 97 mg/dl. At the time of troubleshooting, the patient stated she was at work and did not have subject supplies with her. The patient informed customer support that she did not notice any damage to tubing or cartridge when she inspected it. The patient claimed the tubing is attached finger tight. The patient agreed to call animas back with lot #'s of subject tubing and cartridge. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.